Event description:
It was reported that the physician's programming system was not interrogating known good generators. The physician performed trouble shooting which included shutting down and restarting the system. The battery in the wand was replaced and the lights on the wand turned on however the communication issue persisted. The physician then used an extra system to interrogate patients. A replacement serial cable was provided to the physician and the system began functioning as intended. The cable was disposed of by the physician therefore product analysis cannot be performed.